Event description:
Rptr had silicone breast implants from "19--" to 1995. She had mammograms every year. In 1995, the test showed only the left implant leaking. She went to her doctor and requested to have both implants removed. When the implants were removed, it was found that the right implant was leaking and it was worse than the left. They had a sticky, gooey substance all over them. She got them from the hosp just before they were going to be disposed of. They are not in formaldehyde. She has had many strange problems such as constant pain in her back; impaired vision; and memory, urinary and bowel problems. Having been a healthy person all her life, she contributes these conditions to the silicone implants.